Event description:
Pt describes being shocked numerous times. Examples of pt's statements: "just got off phone-blackout". "Go to bed-light headed". "Got awake-chest hurts shocks". "Sitting-weird filling". "Standing up-almost fainted". " sitting downstair-heat flash." "Laying down-ain't going to shock anymore". "Going to bed-felt like heart attack". "Laying down-go shocked chest 13 times". "Woke up -shocked chest 115 times." " went to change my shirt, sticky things came off-before that threw up..." It is apparent this person was having some sensations, bu also likely that pt was overly sensitivie, and/or hair or skin could have been pulled by the electode adhesive causing some sensations similar to shock. Note: pt reported receiving shocks after recorder was no longer recording 8 pm day 2.